Event description:
A discordant low immulite 2000 digoxin result was obtained on one (1) pt sample. The discordant result was not reported to the physician. The laboratory questioned the result and the sample was retested in triplicate (the next day). The repeat result was reported to the physician. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant digoxin result.

Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was sent to the customer for instrument eval. The fse proactively replaced the in-line water filter and scrubber column. Analysis of the instrument and instrument data indicated that the cause of the discordant digoxin result is unk. The instrument is performing within specifications. No further eval of the device is required.